Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level that was "high" per continuous glucose monitor levels. Cause was unknown, however, it was determined that customer was not using the proper air removal technique. High bg was addressed with a manual correction injection. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.